Event description:
I've had ulcerative colitis for 4 years and last year underwent surgeries to remove my colon and create an internal j-pouch or ipaa. There were holes in the j-pouch and my surgeon at the (B)(6) clinic in (B)(6) used ovesco clips to close the holes. My last sinogram showed that the ovesco clip was not effective in sealing the leak so I keep having reoccurring abscesses. My surgeon said the clip remover hasn't been FDA approved so they can't remove the clip to try to reseal it with a different method. Because we have no options with this faulty clip, they want to remove my j-pouch and have me live the rest of my life with an ileostomy. I need to know why the clip was approved but the device to fix or remove them was not! What am I supposed to do? I will not live with an ostomy because the FDA didn't due diligence.